Event description:
This complaint is from another country clinical study. The male patient had the following medical history: prior myocardial infarction, past history of pci, lipid metabolism abnormality, diabetes and smoking. The target lesion was the distal left anterior descending (lad). The vessel was de novo, eccentric and focal, but was not calcified and was not a flexion lesion. The diameter of the vessel was 1.95mm and the lesion length was 7.71mm. Pre-procedure stenosis was 65%. Aha/acc classification of the vessel was a type b1. The procedure was an elective case. Brachial approach was chosen for the procedure. Pre-dilation was not conducted. A 2.5x18mm cypher stent (lot number i04050101) was implanted at 20 atm for 16~30 seconds at the target lesion. Post-dilation was conducted with a 2.5x10mm balloon at 22 atm. Inflation time was unknown. Timi flow before and after the procedure was 3. The residual % of stenosis was 9%. Ivus was not conducted. Approximately nine months later, a follow up coronary angiography was conducted and restenosis was observed inside the implanted cypher stent. There was 53% stenosis on angiography. However, since the stenosis was less than 50% visually, there was no treatment.

Manufacturer narrative:
This device cjs 18250 (lot i0405010) is distributed outside the united states; however, it is similar to the united states product cxs 18250. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.